Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. The sample buttons were received with no packaging and no lot number identification. The sutures are broken with 3cm - 4cm length remaining on one side and approximately 5mm on the opposite side. The sutures are not broken at the point where clamped in the fasteners. The fasteners are intact with no visible damage. A root cause could not be identified. The device history record for the lot number, aa6102r06, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
I was reported that two saf-t-pexy t-fastners popped immediately after the procedure while in recovery. Additional information was received on 22-aug-2016 that stated this incident was resolved and there was no adverse effect to the patient. The physician needed to go in and utilize the u stitch to hold the stomach to the abdominal wall. The feeding tube did stay in place. No additional information was provided.